Event description:
Leica biosystems received a complaint regarding sub-optimal processing of gastro-intestinal biopsy tissue in nine (9) cassettes from a one (1) hour processing protocol. The complainant described the affected tissue samples as "spongy"; and advised that reagent had leaked from the instrument onto the floor under the instrument. On (B)(6) 2014, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable. Investigation of the circumstances involved in this complaint by leica biosystems is in progress.